Event description:
When patient was removed from the operating table, the surgeon noted that the leg that was operated on was approximately 1 cm longer than the contralateral leg. Revision surgery was successfully completed via an anterior approach. During attempt to remove the femoral head the stem showed signs of moving, so the surgeon removed both items and implanted a quadra-h short neck stem and 28mm m head to correct leg length. We were informed on (B)(6).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 std - ref. 01.12.023/ lot 121504 (60 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Twenty-eight stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there is no evidence that the event is device related: the leg length discrepancy immediately detected post op is probably due to a wrong evaluation of the implants size.